Event description:
It was reported the balloon ruptured. Two 14-4/5.8/75 xxl balloon catheters were advanced for dilation during the procedure. However, during the inflation at nominal pressure, both balloons ruptured. The procedure was completed with another device. There were no patient complications or injuries reported.